Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, as well as a loose and/or popping sensation. It is also alleged that testing indicated elevated metal ions, osteolysis, and synovitis. Upon revision, large amounts of fluid and alval was discovered.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.